Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch/knick at center portion of visual axis; therefore, the condition of the product could not be verified. A photo of the lens is attached to the parent file and has been reviewed by the investigation site. The photo shows marks on the lens, however, the details of those marks cannot be determined from the photo. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol had a scratch or nick in the center portion of the visual axis. The iol was explanted and replaced with another one during the initial procedure. Additional information has been received and stated that lens had scratched while using company delivery system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).